Event description:
It was reported that during an unk procedure, the device jaws were loose and could not be loaded properly. There were no pt consequences. It was not noted how the case was completed.

Manufacturer narrative:
Eval summary: the analysis results found that the er420 instrument (a) was returned in good visual condition. The instrument was cycled and ejected the remaining clips. The instrument did not lockout as intended; upon disassembly of the instrument the lockout posts were found to be broken. The analysis results found that the er420 instrument (b) was returned in good visual condition. The instrument was cycled and ejected the remaining clips. The instrument locked out as intended. The analysis results found that the er420 instrument (c) was returned in good visual condition. The instrument was cycled and ejected 1 clip. The instrument locked out as intended. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.